Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, it was difficult to insert the atrial lead into the pulse generator header. After applying silicone oil, the lead could be inserted into the header. The device function was good post implant. The patients condition was stable before and after the event.